Event description:
Received a call from (B)(6) hospital and spoke with ms. (B)(6). She wanted to report a pir for the 329515 autoshield duo pen needles. They have noted a few boxes with same lot number to break at the patient end. She was not informed if it was the needle or the tip/red band that was with the issue. All same lot number and has samples if needed.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.